Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure. The patient was doing well post operatively.

Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis indicated that the battery discharge and charge profile revealed no anomalies. The device appeared to be working as expected. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis indicated that the battery discharge and charge profile revealed no anomalies. The device appeared to be working as expected. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had to frequently charge the ipg. Database analysis indicated that the battery discharge and charge profile revealed no anomalies. The device appeared to be working as expected. The patient will undergo a revision procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging can lengthen considerably. The complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The device exhibited normal device characteristics.